Event description:
The customer called to report a button error alarm during normal use. The customer also reported that she was hospitalized with a low blood glucose reading of 28 mg/dl. The customer was driving when she experienced hypoglycemia. The customer pulled over on the side of the road, and a passer by called the paramedics. Advised the customer that the insulin pump would be replaced due to the button error alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.